Event description:
It was reported that continuous glucose monitor displayed error message, which prevented normal sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and after reset no further error appeared and sensor session was successfully started.